Event description:
It was reported that during surgery, the cement set too quickly (within 2.5-3 min). Another new cement was used without problem under the same condition. The cement was kept in a refrigerator at the hospital and was taken out 5 min before the surgery. No antibiotics was mixed with the cement. The cement was mixed manually without vacuum.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.